Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect hv module for evaluation. The reported malfunction was observed and attributed to a faulty safety relay on the hv module. The customer received a replacement hv module. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 78" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.